Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itchy skin") and metal poisoning ("disability at 80% or more after poisoning with 9 heavy metals and polyethylene terephthalate pet) contained in these implants") in a 44 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, 730 days after essure (ess205) insertion, she experienced pruritus (seriousness criterion medically important), metal poisoning (seriousness criterion disability), a first episode of pyelonephritis ("pyelonephritis"), burnout syndrome ("burnout"), fibromyalgia ("fibromyalgia"), intervertebral disc protrusion ("l3-l4 and l5-s1 disc herniation"), sjogren's syndrome ("gougerot-sjögren syndrome"), cervicobrachial syndrome ("cervicobrachial neuralgia"), occipital neuralgia ("occipital neuralgia"), alopecia ("massive hair loss"), teeth brittle ("brittle teeth"), nail discolouration ("severely damaged nails with black spots for no apparent reason"), dry skin ("very dry skin"), urinary tract infection ("urinary infections"), a second episode of pyelonephritis ("pyelonephritis"), gastric ulcer ("gastric ulcer"), tinnitus ("tinnitus"), ear pruritus ("itching in the ear canal") and chronic fatigue syndrome ("chronic fatigue syndrome"), was found to have fibroma ("fibroma") and underwent arthrodesis ("arthrodesis"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure (ess205) with regard to the first episode of pyelonephritis, burnout syndrome, fibromyalgia, intervertebral disc protrusion, arthrodesis, sjogren's syndrome, cervicobrachial syndrome, occipital neuralgia, alopecia, teeth brittle, nail discolouration, dry skin, pruritus, urinary tract infection, the second episode of pyelonephritis, fibroma, gastric ulcer, tinnitus, ear pruritus, chronic fatigue syndrome or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2023. The most recent information was received on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pruritus ("itchy skin") and metal poisoning ("disability at 80% or more after poisoning with 9 heavy metals and polyethylene terephthalate pet) contained in these implants") in a 44 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, 730 days after essure (ess205) insertion, she experienced pruritus (seriousness criterion medically important), metal poisoning (seriousness criterion disability), a first episode of pyelonephritis ("pyelonephritis"), burnout syndrome ("burnout"), fibromyalgia ("fibromyalgia"), intervertebral disc protrusion ("l3-l4 and l5-s1 disc herniation"), sjogren's syndrome ("gougerot-sjögren syndrome"), cervicobrachial syndrome ("cervicobrachial neuralgia"), occipital neuralgia ("occipital neuralgia"), alopecia ("massive hair loss"), teeth brittle ("brittle teeth"), nail discolouration ("severely damaged nails with black spots for no apparent reason"), dry skin ("very dry skin"), urinary tract infection ("urinary infections"), a second episode of pyelonephritis ("pyelonephritis"), gastric ulcer ("gastric ulcer"), tinnitus ("tinnitus"), ear pruritus ("itching in the ear canal") and chronic fatigue syndrome ("chronic fatigue syndrome"), was found to have fibroma ("fibroma") and underwent arthrodesis ("arthrodesis"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure (ess205) with regard to the first episode of pyelonephritis, burnout syndrome, fibromyalgia, intervertebral disc protrusion, arthrodesis, sjogren's syndrome, cervicobrachial syndrome, occipital neuralgia, alopecia, teeth brittle, nail discolouration, dry skin, pruritus, urinary tract infection, the second episode of pyelonephritis, fibroma, gastric ulcer, tinnitus, ear pruritus, chronic fatigue syndrome or metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.